Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7065826, medical device expiration date: 08/31/2018, device manufacture date: 03/06/2017. Medical device lot #: 7037673, medical device expiration date: 07/31/2018, device manufacture date: 02/06/2017. Bd received samples from both incident lot numbers from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage due to the tube bottom being cracked was not observed. Additionally, retention samples were selected from bd inventory for each incident lot number for evaluation & testing and upon completion, no defects were observed relating to the tube leaking or tube damage, as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for leakage due to the tube being cracked was not observed as both incident lot samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported after use of the bd¿ p100 blood collection system the gate of the tube was cracked and blood leaked. There was no report of injury or medical intervention.